Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (adjust belt messages) was confirmed. Upon evaluation, the electrode belt intermittently failed a falloff test on ecgs "c" and "d". Root cause investigation is underway. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode indicating that the patient experienced "adjust belt" messages.